Manufacturer narrative:
Investigation underway.

Event description:
It was reported that the cot has a broken release handle weldment. No patient involvement or adverse consequences have been reported.